Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the plastic housing had separated from the anvil side of the handle. The anvil was loose and damage was observed on the proximal end and pried from the sides. Additionally a gap was observed between the anvil handle and the anvil nose. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. When the level handle is unintentionally misaligned by the user and then forced closed it damages the anvil with the lever handle and results in the gap in the anvil nose. Additionally, replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device broke. The cartridge fork and the handle were separated. No pieces of the device fell into the cavity of the patient.